Event description:
It was reported that this pacemaker was part of the system revision due to bacterial infection. Reportedly, the patient had an implantable pacemaker interrogation, and a possible product or infection had occurred. No adverse patient effects were reported. The pacemaker remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. A risk review was not required. Furthermore, the event was not reportable in an eea/great britain country, then bsc was not responsible for training with no new hazard was identified. Review of labeling was not conducted because an effective IFU version was no longer available for this discontinued device. However, infections are recognized as known risk associated with the use of implantable device. The manual cannot be revised for translation, wording, or graphics. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this pacemaker was part of the system revision due to bacterial infection. Reportedly, the patient had an implantable pacemaker interrogation, and a possible product or infection had occurred. No adverse patient effects were reported. The pacemaker remains in service.